Manufacturer narrative:
Savastano, l., gemmete, j. J., pandey, a. S., roark, c., <(>&<)> chaudhary, n. (2015). Acute ischemic stroke in a child due to basilar artery occlusion treated successfully with a stent retriever. Journal of neurointerventional surgery, 8(8). Doi:10.1136/neurintsu rg-2015-011821.rep the solitaire device has not been returned for analysis; product analysis cannot be performed. The solitaire device performed as intended as indicated by successful revascularization (tici 3) of the basilar artery after one pass. The article notes that the diameter of the solitaire was 4mm while the basilar artery measured 2.5mm; at the time, 4mm was the smallest diameter available. The vasospasm was most likely mechanically induced. Vasospasm is a known inherent risk of endovascular procedure and is documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic literature review found a report of vasospasm during a solitaire mechanical thrombectomy procedure. The patient presented with altered mental status and new-onset gait unsteadiness. Non-contrast brain CT showed a hyperdense basilar artery with no evidence of acute ischemia. Brain MRI demonstrated foci of restricted diffusion within the left paramedian pons, right midbrain, and right thalamus consistent with acute infarcts. Magnetic resonance angiography (mra) of the circle of willis showed absent flow within the mid- and distal basilar arteries. A left vertebral arteriogram showed complete occlusion of the basilar artery at the anterior inferior cerebellar artery (tici 0). A balloon guide catheter was placed in the distal v2 and a microcatheter was advanced to the left posterior cerebral artery. Then, a 4x20mm solitaire was deployed from the proximal left p1 segment to the distal left v4 segment. After five minutes, the solitaire was removed under flow arrest and negative aspiration. The article states that repeat left vertebral arteriogram demonstrated severe vasospasm in the basilar artery; however, there was antegrade flow within the basilar artery (tici 2a). Chemical angioplasty was performed with 5mg total intraarterial nicardipine over 30 minutes. Repeat left vertebral angiogram showed significant improvement in vasospasm with tici 3 in basilar artery. The patient was reportedly neurologically intact at discharge and at the 6-month follow-up.

Manufacturer narrative:
Updated with the device's lot number. If information is provided in the future, a supplemental report will be issued.